Event description:
In 2005, my daughter has a severe eye infection. She came very close to losing her eye. Her dr performed a biopsy of her eye and referred us to a cornea specialist. The biopsy came back as fungal microbid keratitis. She will probably need a cornea transplant when she is 21. At the time she was using renu with moistureloc to clean her contacts. At the time there were no reports of the possibility of problems with this product. She has permanent scarring on her left cornea.